Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was seeing a ¿call your dr¿ message and was told they would need to meet with a representative (rep). The patient called because they were trying to get in touch with a rep. Product services (ps) had the patient sync with the ins and they reported seeing the ¿poor communication¿ screen on the patient programmer (pp). The patient stated that they were unable to communicate with the ins recharger (insr). They also reported seeing the ¿reposition antenna¿ screen on the insr. The patient stated they had not charged in over three months. The patient was redirected to follow-up with a healthcare professional (hcp) to set up an appointment with a rep. Additional information was received from the patient. It was reported they have not taken any steps to resolve the error messages and the inability to communicate with their ins because they were told they would have to find a doctor that would invite a manufacturer representative (rep) in. They stated the error messages and the loss of communication began in 2015. Additional information received from the consumer and the representative. It was reported that the patient's stimulator quit working. Upon interrogating the ins it was determined that it was overdischarged- the patient hadn't recharged in a long time, possibly years. The patient began a trickle charge but the issue wasn't resolved. The patient later called in and reported poor coupling after attempting the trickle charge. They were receiving the "reposition antenna" screen when trying to connect to the implant. It was reviewed that this meant the implant was no longer taking a charge. Additional information was received from a manufacturer representative (rep). It was reported that the patient received a power on reset (por) message and was able to begin to charge normally. The patient was attempting to charge battery fully. The issue was not yet resolved. Additional information was received from a manufacturer representative (rep). It was reported that it was unknown if the issue was resolved. The rep said they were meeting with the patient at their next appointment. Additional information was received from a manufacturer representative (rep). It was reported that the patient's next appointment was on (B)(6) 2018. Additional information was received from the manufacturer representative (rep). It was reported that the patient trickle charged the battery three times, then they were able to charge the battery. The patient stated that after he saw the por code, he no longer was able to charge the battery. The battery was interrogated on (B)(6) 2018 and found the battery to be in overdischarge. The patient has been referred to a surgeon for replacement of his battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was seeing a ¿call your dr¿ message and was told they would need to meet with a representative (rep). The patient called because they were trying to get in touch with a rep. Product services (ps) had the patient sync with the ins and they reported seeing the ¿poor communication¿ screen on the patient programmer (pp). The patient stated that they were unable to communicate with the ins recharger (insr). They also reported seeing the ¿reposition antenna¿ screen on the insr. The patient stated they had not charged in over three months. The patient was redirected to follow-up with a healthcare professional (hcp) to set up an appointment with a rep. No symptoms were reported. No further complications were reported. Follow-up was conducted. On 2018-feb-09 (B)(4): additional information was received from the patient. It was reported they have not taken any steps to resolve the error messages and the inability to communicate with their ins because they were told they would have to find a doctor that would invite a manufacturer representative (rep) in. They stated the error messages and the loss of communication began in 2015. No further complications were reported or anticipated. On 2018-may-10 (B)(4): additional information received from the consumer and the representative. It was reported that the patient's stimulator quit working. Upon interrogating the ins it was determined that it was overdischarged- the patient hadn't recharged in a long time, possibly years. The patient began a trickle charge but the issue wasn't resolved. The patient later called in and reported poor coupling after attempting the trickle charge. They were receiving the "reposition antenna" screen when trying to connect to the implant. It was reviewed that this meant the implant was no longer taking a charge. No further complications reported. On 2018-may-14 (B)(4): additional information was received from a manufacturer representative (rep). It was reported that the patient received a power on reset (por) message and was able to begin to charge normally. The patient was attempting to charge battery fully. The issue was not yet resolved. No further complications were reported. On 2018-may-18 (B)(4) additional information was received from a manufacturer representative (rep). It was reported that it was unknown if the issue was resolved. The rep said they were meeting with the patient at their next appointment. No further complications were reported. On 2018-may-22 (B)(4): additional information was received from a manufacturer representative (rep). It was reported that the patient's next appointment was on (B)(6) 2018. No further complications were reported. On 2018-jun-06 (B)(4) additional information was received from the manufacturer representative (rep). It was reported that the patient trickle charged the battery three times, then they were able to charge the battery. The patient stated that after he saw the por code, he no longer was able to charge the battery. The battery was interrogated on (B)(6) 2018 and found the battery to be in overdischarge. The patient has been referred to a surgeon for replacement of his battery. No further complications were reported. On 2018-06-15 (B)(4) additional information was received from a manufacturer representative (rep) on 2018-jun-15. It was reported that the patient¿s device replacement surgery had not been scheduled yet and the rep was waiting for a call back from the patient. There were no further complications reported or anticipated.